Event description:
It was reported that high impedance was found on the patient's vns. X-rays were not scheduled and no intervention was planned for the high impedance. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.